Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. The cause of the settings jumping around was unknown. The steps taken to resolve the issue was the patient contacted their manufacturer representative (rep) and they met the patient. The issue has been resolved, another was sent out to them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the rep interrogated the patient¿s device and it appeared that it was depleting just fine. The patient had turned their therapy off and recharges every night, which was what gave the appearance of the device not draining.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2021-jun-01 rtg0174097 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they don't think the stimulator is working for the last couple weeks, the setting is jumping around. Patient reported they charge every day but skipped yesterday and today because the ins battery level is showing fully charged on the mystim patient programmer screen. Patient stated the mystim usually show the ins battery level depleted and then they will charge but the battery icon is showing full. Patient stated she saw her doctor last week because her back is getting worse and they did an xray 3-4 weeks ago and xray showed the ins is in place and fine. Patient services (ps) asked patient to sync with pp and pp showed ins is fully charged and pp showed almost fully charged. Patient stated her setting is usually 2.30v and 2.50v. Patient stated they noticed today they are not feeling stimulation and implant is not working.